Event description:
It was reported that the intraocular lens was required to be explanted from the patient''s right eye in a secondary procedure due to unexpected post operative refraction and diplopia. It was reported that a new lens was implanted and the patient outcome was successful.

Manufacturer narrative:
(B)(4)- explant of intraocular lens,unexpected post operative refraction,diplopia. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for an investigation. Visual inspection using a microscope at 12x magnification showed the lens was almost completely cut in two (2) pieces. The lens condition is consistent with a lens that has been explanted from the patent's eye. The lens was identified as a tecnis toric acrylic 1-piece intraocular lens because of the presence of marking holes. No further testing was possible due to the returned condition of the lens. A review of the manufacturing records was performed and there were no non-conformances. There were no associated nonconformity material reports. Sterilization batch was released and there were no non-conformances. There were no environmental monitoring non-conformances within the production order. Based on the manufacturing record review and historical review, no non-conformances were identified. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.